Event description:
It was reported that during a generator replacement procedure for generator end of service, the lead wires were observed to be extruding through the outer insulation layer. The company representative indicated that there did not appear to be any damage to the coils or inner insulation; however the surgeon elected to do a full revision so that no further damage to the lead could occur. While performing the full revision, the surgeon identified a fracture in the lead. The impedance prior to the lead replacement was said to be within normal limits. The lead and generator were replaced, and diagnostics were performed with the new products and again found to be within normal limits. The explanted products have been returned to the manufacturer for analysis. Product analysis on the explanted generator has been completed however analysis on the lead has not. In the pa laboratory the generator was found to be at end of service. This was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the lead was completed on (B)(6) 2011. Note that a portion of the lead assembly including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis abraded openings were observed on the outer and inner silicone tubes of the returned lead. During the visual analysis of the returned lead, the connector ring and connector pin quadfilar coils appeared to be broken. Scanning electron microscopy was performed on the connector ring quadfilar coil break of the returned quadfilar coil and identified the areas as being mechanically damaged with flat spots on the coil surface and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. Scanning electron microscopy was also performed on the connector pin quadfilar coil break and identified the areas on three of the coil strands as having the appearance of being melted, with re-solidified material (evidence of being melted at one time). The fourth coil strand was identified as having evidence of a stress induce fracture (twisted appearance) with mechanical damage and no pitting. It is unknown exactly what caused the quadfilar coil to melt. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool during the explant of this lead. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded outer and inner tubing openings, and observed discontinuities the condition of the returned lead portion is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury. The failure may have been related to the use of a cauterizing tool during explant.